Event description:
The customer reported that the alarm is very faint even when the volume is on high, the sound is still very low. The customer replaced batteries with new set and there were no visible damages to the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that the volume is very low even at the highest setting. At one point in testing the unit did not sound at all. The alarm case is chipped on the bottom right corner and also near the battery door. The battery springs are bent inside the battery compartment. The screws that hold the alarm case together are rusted. The failsafe, sensor and magnet tests all failed functional testing. Instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. Take care not to damage battery contacts. The alarm will not work if batteries are installed improperly. (B)(4).